Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Device does not pass initial evaluation water temperature does not drop to 6 degrees celsius. Water temp reaches 15 degrees celsius. Customer declined repair. Device put on hold. The initial reporter's phone number that is provided is (B)(6). A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance water temperature did not drop to 6 degrees celsius.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name available is lkh feldkirch material management. The complete initial reporter phone number available is (B)(6). The initial reporter zip available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance water temperature did not drop to 6 degrees celsius.